Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the blocks were not cutting evenly. No delay was reported and the procedure finished freehanded.